Event description:
The pt reported the infusion set was leaking insulin where the infusion tubing meets the cannula housing. He noticed the leakage after a large bolus of 25 units of insulin. His blood glucose elevated to over 200 mg/dl. He changed the infusion site and bolused through the infusion set to lower his blood glucose. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.